Manufacturer narrative:
At this time no conclusions can be made. A lot number has not been provided, therefore we are unable to conduct a review of the manufacturing records. The information is limited at this time and medical records have not been provided. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the ventralight st mesh (device 1), an additional emdr was submitted to represent the other bard/davol device. Not returned.

Event description:
The patient's attorney alleges that the patient underwent surgery and was implanted with an unspecified bard/davol ventralight st mesh (device 1) on (B)(6) 2015. It is further alleged that on (B)(6) 2017 the patient underwent surgery and was implanted with an unspecified bard/davol ventrio st mesh (device 2). It is alleged that the patient had unspecified injuries on (B)(6) 2016. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".